Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. Patient had a low episode and administered themselves a glucagon shot. The patient's glucose was dropping rapidly despite treating. Outside medical assistance was not required. No additional event or patient information was provided. No product or data was returned for investigation. The reported could not be confirmed. A root cause could not be determined.